Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited high pacing thresholds. The lv lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.